Event description:
A pt reported experiencing inaccurate low results with a ot basic enhanced meter. The pt's blood glucose results were 18mg/dl, 87mg/dl. Tests were done < 10 minutes apart with a difference of 61mg/dl. Pt did not experience any adverse events. No further info has been reported.